Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device reached recommended replacement time (rrt) and a few days later was unable to be interrogated. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.